Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-mar-2022. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 509803) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), dyspnoea exertional ("breathlessness upon exertion"), fatigue ("great fatigue") and dizziness ("dizziness"). At the time of the report, the pelvic pain, dyspnoea exertional, fatigue and dizziness outcome was unknown. The reporter provided no causality assessment for dizziness, dyspnoea exertional, fatigue and pelvic pain with essure (ess205). The reporter commented: event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure (ess205) (batch no. 509803) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted at an unspecified dose continuously. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), dyspnoea exertional ("breathlessness upon exertion"), fatigue ("great fatigue") and dizziness ("dizziness"). At the time of the report, the pelvic pain, dyspnoea exertional, fatigue and dizziness outcome was unknown. The reporter provided no causality assessment for dizziness, dyspnoea exertional, fatigue and pelvic pain with essure (ess205). The reporter commented: event location type: patient's home . Based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Essure product does not handle retained samples, therefore no retained sample analysis is required. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. There is no need to perform a batch review exercise in this case since this is the first complaint reported for this lot number. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number: 509803, manufacture date: 2006-03, and expiration date: 2008-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.